Event description:
Patient reported the infusion device showed no error message and switched off. Patient stated the device did not show the e2 (battery empty) alert. Patient reported no blood glucose level problems. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.